Manufacturer narrative:
The customer reported that the unit would only display lead ii of 12-lead ECG. The device was evaluated by a philips field service engineer at the customer site. The symptom could not be duplicated, and the device passed all testing; therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported that the unit would only display lead ii of 12-lead ECG.